Event description:
Allegedly patient dislocated and underwent closed reduction on (B)(6) 2011. Then, patient was revised on (B)(6) 2013: allegedy during the revision surgery metallosis-type fluid; metallosis debris and tissue staining were encountered. Right

Manufacturer narrative:
Investigation complete. This is the same event as (B)(4).